Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported over delivery of insulin and self treatment. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient sought medical attention for cellulitis caused by an incision they made to expel insulin from their body. The patient reported receiving an occlusion alarm and a ¿low reservoir¿ alarm shortly after applying an expired pod and assumed the pod had delivered over 100 units of insulin in a short period of time. The patient admitted they ¿panicked¿ and attempted to express the insulin from his skin by cutting a six-inch diameter incision. They also indicated a syringe was used in an attempt to remove any insulin that was pooled under the skin. The patient also reported experiencing hyperglycemia before the event and hypoglycemia after. It is unknown what treatment was provided to the patient. The patient also indicated the pod in use had expired in november 2019.